Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 hemodialysis device was not following the ultra filtration programming and the ultra filtration was more than programmed while a patient was in treatment. The patient completed treatment on the same device without incident. There was no indication of patient harm, or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. The technician inspected the system and found that the functional board was damaged. The extent of the damage and the cause was not identified. The functional board was replaced. The device passed testing, was disinfected, and returned to service in working order. This report was received from a list supplied by fresenius (B)(4).